Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was tried to get medications the pyxis was completely off. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power. A field service engineer found that the controller board had no lights on the drawers 3.1 and 3.2, replaced the controller boards in the drawer 3.1 and 3.2 and tested the drawer in hardware test application. The fse had tested and recovered the drawer successfully and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was tried to get medications the pyxis was completely off. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.